Event description:
Lasik eye surgery, permanently cause right eye blurred, double vision then nearsighted and varied focus. Dr (B) (6) and several eye doctors lied and told me I have dry eye. This was disproven by three eye doctors recently that all along I have refraction damage. My cornea is shaped like a football and no glasses can work. But a hard contact lens fitted allows me to see, only it cuts into my cornea, so I have no permanent cure. Eye plugs and ten different eye drops they prescribed didn't work. There lie dry dry diagnosis drove me into severe depression and my health is failing. Dr (B) (6) did a touch up and made it worse. They gave me a refund only (B) (4). Thinking I had hope for glasses or another eye doctor to fix me proved wrong. Why is my story not getting out? This information I have should be big news so others don't get lied too.